Event description:
The reporter stated that the pump turned off a while ago. The reporter stated that she could not remember when it occurred and confirmed that it was not an ongoing issue. The reporter stated that the battery was changed and the pump booted as normal and had been working since. The reporter confirmed that there was no damage to the battery cap or pump and the yellow o-ring was not visible. This report is made based on the allegation that the pump lost power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no physical damage found to the battery cap or compartment, and the battery cap fastens securely to the pump. A review of the black box indicated no power issues. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be confirmed or duplicated on investigation.